Manufacturer narrative:
After battery installation, the unit powered up with a blank display. After further review of the unit¿s interior, there was heavy corrosion and rust all along the bottom of the inside of unit. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Unit received with a crack on the battery tube which starts at the corner of the belt clip rails. Inserted a test p-cap into the retainer ring, and it did lock into place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump did not turn on anymore. The customer¿s blood glucose was unknown. Customer stated that insulin pump had big crack during the swimming and probably it was bumped. The device will be returned for analysis.